Event description:
The customer's care provider called reporting the customer's precision xtra meter had spontaneously changed the date and time. It was then discovered, due to the results being downloaded to the provider's computer, that the results were not correct.

Manufacturer narrative:
Complaint is not confirmed. Performed investigation using returned meter. Set meter's time and date to 5:01 am 1/5/07. Placed meter aside for 12 hours, then checked setting. Did not observe meter not retaining settings. Customers and retailers have been informed through the fa21dec2006 letter.